Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by tandem technical support and there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, changed the pump supplies and successfully resumed insulin therapy.